Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer provided a maude report without a file number that stated, left lap inguinal hernia repair herniated into scrotal sac. Patient in supine position. A portion of the access maryland jaw dissector came apart and broke off inside patient. Maryland had been used on right side and was working fine. When switched sides, equipment malfunctioned. It occurred in extra-peritoneal space. All visible portions of the device that broke off were retrieved by dr. (B)(6). Ap and lateral x-rays were taken and read by radiologist (B)(6), dr. (B)(6) spoke with dr. (B)(6) to tell him what to look for and describe what had happened. Broken device and pieces were placed in biohazard bag and given to general team leader. The hernia on the left side had a much larger indirect sac. In the process of dissecting this and separating it from the cord structures one of the short access maryland dissector broke. The ends of the instrument and another will piece of metal came off. These were all identified and retrieved. I then obtained to x-rays in ap and a lateral looking for any retained metal pieces. There were none obvious to inspection. There were none obvious on the pictures that I reviewed. I spoke with dr. (B)(6) so that I could make him completely aware of what we were looking for. He said he could see nothing other than the tacks that we have placed put mesh in. I felt comfortable that the portions of the instrument had been retrieved. The cord structure which were skeletonized and the piece of mesh was rolled and passed into the space posterior to the cord structures. It was tacked down to cooper's ligament and the pubic tubercle up anteriorly and superiorly. Patient is a (B)(6) male with bilateral inguinal hernias. Patient identifier provided as (B)(6), age (B)(6), date of birth (B)(6) 1992, (B)(6). Malfunction. Device available. Additional information received from the customer, the reported date to (B)(4) of (B)(6) 2016 was the only report I am aware of. If someone spoke to (B)(4) representative at the time, it was not communicated to me. This medwatch is submitted to (B)(4) only, it was not reported to the FDA. All x-rays were negative. No medical intervention other than the x-rays was required due to this occurrence. The broken pieces are available to be returned. The customer reported the lot numbers and identifying numbers are not available. The physician removed the pieces laparoscopically, he did not have to convert to an open procedure. No device to return but she does have the broken pieces to return. The customer will check and see if the doctor can identify another maryland dissector at the facility as an identical device to provide a product number/picture.

Manufacturer narrative:
(B)(4). Initially reported d2 as laparoscope, general and plastic surgery.

Manufacturer narrative:
(B)(4). Upon receipt of the device from the customer, it was found the device was not manufactured by carefusion, now known as bd.